Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the speaker was defective. It is unknown, if there was still sound coming from the device. It is unknow if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
During setup/configuration directly after unboxing the monitor it was confirmed by the field service engineer (fse) that there was no sound at all from the monitor. The monitor came new out of the box. The monitor speaker was replaced with part number 453564406631. The speaker has been tested and verified by biomed (customer) that it is now working to specifications.